Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. As the physician was straightening the shaft of a 3.00 x 28mm promus premier select stent during unwrapping, the shaft broke. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a promus premier select mr, ous, 3.0x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured within the maximum crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the tip. A visual and tactile examination of the device revealed a hypotube break at approximately 649 mm distal from the distal end of the strain relief. There were multiple hypotube kinks noted. The type of damages noted most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. As the physician was straightening the shaft of a 3.00 x 28mm promus premier select stent during unwrapping, the shaft broke. The procedure was completed with another of the same device.